Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d9, h3: complaint device was received for physical examination. Event summary as reported, the baskets of two ncircle tipless stone extractors broke during an unspecified procedure. A section of the devices did not remain inside the patient¿s body. No adverse effects have been reported as a result of this occurrence. Additional information regarding event details and patient outcome has been requested. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned devices: one basket and one basket assembly were returned with the label from the packaging only. The basket assembly that was returned by itself appears to have been removed from the basket sheath. One of the wires in the basket assembly itself is broken with a jagged appearance. The basket that was returned whole was examined. The handle does not actuate at the basket assembly, with the basket sheath buckling near the distal tip when it is attempted. There is a small bend in the basket sheath at the distal end of the support sheath, this appears to have been caused by customer packing for return. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Two devices were returned: 1) the distal of the basket assembly was returned. One of the basket wires was broken, with the broken ends having a deformed appearance, indicating the wire broke as a result of exposed to a laser. The wires at the proximal end of the basket likely broke from a large tensile force being applied to the device. 2) one complete basket device: the basket was open and could not be closed. The basket sheath was buckled near the distal end, preventing the basket from closing. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the baskets of two ncircle tipless stone extractors broke during an unspecified procedure. A section of the devices did not remain inside the patient¿s body. No adverse effects have been reported as a result of this occurrence. Additional information regarding event details and patient outcome has been requested.